Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There is a significant indentation evident over the wire retaining slot on the anterior face of the returned component and under the slot to one side, whereby the feature is deformed, most likely as a result of a sharp implement being used to push back or lever the component. The insert component is not useable in the condition in which it was returned. The event as reported was confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. Based on the findings of the visual inspection, the damage and deformation on the insert component was most likely caused during the attempted seating. The component is not useable in the condition in which it was returned.

Event description:
During the surgery and fitting test, it was found that wire part on front of lateral was not seated well. The product has not been in contact with soft tissue.

Event description:
During the surgery and fitting test, it was found that wire part on front of lateral was not seated well. The product has not been in contact with soft tissue.